Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) appears to have been a result of procedural conditions. The reported incomplete coaptation (intraprocedure) and poor imaging appear to have been results of challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted difficult imaging due to the anatomy. It was very difficult to see the posterior leaflet. After spending a lot of time getting a good grasp, the clip was deployed. After deployment it was found that the clip had detached and was only attached to the anterior leaflet. There had been a single leaflet device attachment (slda). Another clip, this time an xtw, was implanted laterally to both stabilize the slda and further reduce mr to 1-2. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.